Event description:
Reportedly, during pt use, a "battery backup error" occurred. Pt was manually ventilated and switched to another ventilator. No adverse effects or pt injury reported.

Manufacturer narrative:
(B)(4).